Event description:
This device was received on (B)(6) 2013 from the field. According to the registration form, this patient¿s device was explanted after approximately 3½ years because it was found in standby mode. Based on a phone message left by the sorin sales representative, the v lead for this patient was not capturing so the device was set at a high amplitude (7½v @ 1.0) the next day however, the v lead had to be replaced due to non capture. When replacing the v lead, this device was found in standby mode so was replaced as well.

Manufacturer narrative:
The analysis from the manufacturer is pending.

Event description:
This device was received on (B)(4) 2013 from the field. According to the registration form, this patient's device was explanted after approximately 3½ years because it was found in standby mode. Based on a phone message left by the sorin sales representative, the v lead for this patient was not capturing so the device was set at a high amplitude (7½v @ 1.0) the next day however, the v lead had to be replaced due to non capture. When replacing the v lead, this device was found in standby mode so was replaced as well.

Manufacturer narrative:
(B)(4) 2013: the analysis from the manufacturer is pending. (B)(4) 2014: preliminary analysis of the returned device confirmed that the battery was depleted; however, the electrical tests performed on the electronic module did not reveal any anomaly. The final analysis from the manufacturer is pending.

Manufacturer narrative:
November 14, 2013 the analysis from the manufacturer is pending. March 20, 2014 preliminary analysis of the returned device confirmed that the battery was depleted; however, the electrical tests performed on the electronic module did not reveal any anomaly. The final analysis from the manufacturer is pending. August 5, 2015.

Event description:
This device was received on 11/8/2013 from the field. According to the registration form, this patient's device was explanted after approximately 3 1/2 years because it was found in standby mode. Based on a phone message left by the sorin sales representative, the v lead for this patient was not capturing so the device was set at a high amplitude (7 1/2v @ 1.0) the next day however, the v lead had to be replaced due to non capture. When replacing the v lead, this device was found in standby mode so was replaced as well.